Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The picture provided did not show the device. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/6/2021, it was reported by a sales representative via e-mail that an abs-10010s syringe cracked during a blood draw. No patient harm.